Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What type of procedure was the device used in? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please explain.

Event description:
It was reported that during an unknown procedure the device fired halfway, cut, but did not deploy staples. It was unknown if there was any blood loss. It was unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5835u. Investigation summary ==> the analysis found that one pve35a device was returned with no apparent damage and with a partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.